Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the movement of the built-in ccd cable deteriorated for some reason, causing the arrangement disorder and buckling of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the charge-coupled device unit, a noisy image occurred during angulation in up/down directions. Disconnection / short-circuit of the image sensor cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a black screen, and no image could be seen. The issue was found during inspection before use. Procedures were completed using a similar device. There were no reports of patient harm.